Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not identify the root causes of the reported phenomena. [Consideration] the reported phenomena, e226 is an error occurs when communication fails between the camera head (the subject device) and the video processor. According to the inspection report of olympus australia, it was reported that the camera cable was replaced during repair. Therefore, it was presumed that the reported phenomena were occurred due to a communication failure by the camera cable failure. Then the error e226 may have occurred, and the image may have been no longer displayed. The investigation results were as follows; -there was no repair history for the subject device. -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. -it was confirmed that it was replaced the camera cable by olympus australia. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). It was duplicated the reported phenomenon which the image of the subject device was lost. In addition the error e226 which indicates there is the communication problem between the subject device and the video processor was displayed. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the biomedical engineer of the user facility that the image of the subject device was not displayed during the preparation for use. There was no patient injury associated with this report.